Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the brush broke when brushing the a/w valve, and bristles entered the a/w channel and seemingly clogged in the nozzle. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿reprocessing manual_ function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During inspection and testing, the foreign material found in the nozzle was suspected to be due to insufficient cleaning of the device. In addition, service found the forceps channel port was deformed, the grip was scratched, the scope connector cover was shaved, the control unit was scratched, there was a gap between the color ring and the protector of the control section, paint on the suction cylinder was peeled off, the switch box was scratched, there was a cut on the heat shrinking tube of the lock engagement lever, the light guide cover glass was scratched, the plug unit was scratched, the scope connector cover was discolored, the insulation was out of specification due to a pinhole in the bending section cover, there was play in the angulation control knob, the plastic distal end cover was dented, the objective lens was scratched, and the coating on the connecting tube was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device after a procedure, the reprocessing machine alarmed, indicating a channel was clogged. There was no air/water flow through the scope. There was no patient or user injury reported due to the event. The scope was returned to an olympus service center for evaluation. Upon inspection and testing of the device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during evaluation of the device (foreign material in nozzle).